Event description:
It was reported that the patient had a pocket infection. The pump and catheter were explanted. The patient required hospitalization. The device system was used to deliver lioresal. It was later reported that as of (B)(6) 2013 the patient was still in the hospital. The infection ¿seems to be resolved¿.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).